Manufacturer narrative:
Procode: dqx wire, guide, catheter.

Event description:
Description of event according to initial reporter: the tip of the wire broke off in the catheter. They had to snare the tip to remove it. They were not able to successfully manipulate the catheter. The dialysis is ok and flowing where it should. Additional information received on 01mar2021: it was a dialysis catheter and they had to use forcep to remove the tip of wire from the catheter. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.